Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia detected in the ventricular tachycardia (vt) zone. The device delivered five bursts of anti-tachycardia pacing (atp). The fifth burst of atp was noted to accelerate the arrhythmia into the ventricular fibrillation (vf) zone. The device delivered an electric shock, which successfully converted the episode. No additional adverse patient effects were reported. This device remains in service.